Manufacturer narrative:
(B) (4). Eval summary: the surgeon implanted the incorrect size articulating surface. Approximately two days after the initial surgery, the surgeon implanted the correct sized articulating surface. A probable contributor is the wrong size articular surface was implanted; no alleged deficiency of the device. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.

Event description:
The surgeon mistook the size of the articular surface. The wrong surface had been implanted in the pt. The surgeon replaced it with the correct articular surface during revision.